Manufacturer narrative:
Plant investigation: a communication error occurred, which ultimately resulted in system error 9040.1. A review of the DHR is found to be not necessary due to the fact that the failure/ complaint can be clearly attributed to the failure mode 'design'. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are many sources of pgm error. Pgm errors result in the described 9040.1 error on the dialysis machine. As this type of pgm error can be caused by different causes, there is currently not a single root cause. A 9040.1 error usually leads to the termination of the treatment and to the stop of the machine. After restart of the device, the treatment could be continued. Manual blood reinfusion should always be possible and is described in IFU. No hardware component is associated with this complaint therefore, no hardware / sample investigation was performed. Review of the IFU is considered to be not necessary as the complaint is not related to the function / operation of the device or an operator handling error. A review of the service manual is considered to be not necessary because the complaint is not related to a faulty handling during service activity.

Event description:
It was reported to fresenius that a multifiltrate pro experienced a black screen with a continuous alarm sound and internal system error (9040) during a patient¿s continuous veno-venous hemofiltration (cvvh) treatment. Treatment was continued using another multifiltrate pro. The patient experienced blood loss as a result of this issue. The patient's estimated blood loss (ebl) did not exceed 500 ml. There was no serious injury experienced or medical intervention required. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that a multifiltrate pro experienced a black screen with a continuous alarm sound and internal system error (9040) during a patient¿s continuous veno-venous hemofiltration (cvvh) treatment. Treatment was continued using another multifiltrate pro. The patient experienced blood loss as a result of this issue. The patient's estimated blood loss (ebl) did not exceed 500 ml. There was no serious injury experienced or medical intervention required. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.